Event description:
On (B)(6) 2013 the reporter contacted animas to report that on (B)(6) 2013 the patient obtained the blood glucose reading of 480 mg/dl and tested positive for large amounts of ketones. The reporter did not offer a possible cause of the patient¿s hyperglycemic episode. The technical service representative talked the reporter through setting a temporary basal rate setting on the reported pump, and the patient¿s blood glucose level dropped to 370 mg/dl and the patient¿s ketones level dropped as well. All pump settings and programming were correct. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/02/2014 with the following findings: evaluation was completed and investigators were unable to duplicate reported complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.